Event description:
It was reported the patient presented to the hospital due to receiving a vibratory alert. Interrogation of the device revealed the right ventricular lead exhibited high defibrillation impedance. No intervention or changes were reported. The patient was in stable condition.